Event description:
The customer reported, false negative results for anitbody screen with two patient samples.

Manufacturer narrative:
The reactivity of the d, k and fya antigen were confirmed on retention capture-r ready-screen (crrs), lot k165. The customer sent samples for investigation testing. The samples were tested on an in-house galileo with retention and returned crrs, lot k165. Both samples demonstrated expected reactivity with both the retention and returned products.